Manufacturer narrative:
Argus case: (B)(4).

Event description:
I choked and thought it was going down my throat [choking]. It started to make me nauseous [nausea]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a 70-year-old male patient who received double salt dental adhesive cream (corega cream mint flavor) cream (batch number unk, expiry date unknown) for denture failure. On (B)(6) 2024, the patient started corega cream mint flavor. On (B)(6) 2024, an unknown time after starting corega cream mint flavor, the patient experienced nausea. On an unknown date, the patient experienced choking (serious criteria haleon medically significant). On an unknown date, the outcome of the choking was unknown and the outcome of the nausea was recovered/resolved. The reporter considered the choking and nausea to be related to corega cream mint flavor. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from the consumer via call center representative (phone) on (B)(6) 2024. Reporter stated that "I have to wear a lower prosthesis and I bought corega and I didn't fit in. I put it in as it said on the package and it started to make me nauseous. The dentist told me to only use the corega tape, but I don't think so. I used the 40g corega mint, I'll ask my wife to check the batch. The batch she thinks is 2rtm or 2rtw is very bad. I used the product on (B)(6) 2024, it made me nauseous the same day and I stopped using it. I choked and thought it was going down my throat and stopped using it. I went to the dentist and stopped using it." The suspect product was reported as corega menta creme bico dosador 40g. The action taken was reported as withdrawn with de-challenge as positive and re-challenge as not applicable.